Event description:
I used renu with moistureloc contact lens saline solution in 2005. I woke up to horrific pain, watering, & sensitivity to light in my left eye. My vision in my left eye has been impaired by more than 50%. I'm told the only way to get full vision is from a corneal transplant.